Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they went to the doctor and they use the clinician programmer and they said the device had very low voltage. The surgery that was scheduled for (B)(6) 2017 was cancelled. The hcp wants the patient to get a gastric bypass and the patient wants to know if there is another hcp available. Symptoms of a loss of therapy and throwing up were noted. They stated the throwing up was gradual, off and on. They went to the hcp a couple of weeks prior to the report and now the throwing up was constant and that was sudden. It went on a scale from 3 to 10. On (B)(6) 2017 the patient further reported they would be seeing the doctor in a week.

Event description:
A patient reported their device was not working and they were having pain and bad nausea. They moved to another state and it took a while to find a healthcare provider (hcp) to test the device. The hcp tested the device and stated that it was not working. The patient did not know why it was not working. The patient was scheduled for surgery on (B)(6) 2017 and they were going to replace the batteries and check the unit and leads. The patient then stated that they hcp said they did not know exactly what they would do until they opened them up. They were requesting a that a manufacturing representative (rep) be present at the surgery. The ins was indicated for diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.